Manufacturer narrative:
Product analysis:the customer returned one image for evaluation. Image 1: this image depicts the distal tip of the turbohawk device, it appears the cutter and assembly have exited the housing of the distal tip through what appears to be the cutter mouth of the tip. No part of the assembly appears detached. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used a turbohawk plus atherectomy device to treat a plaque lesion in the mid right superficial femoral artery of a patient. Minimal tortuosity, minimal calcification and 90% lesion stenosis were reported. The lesion length was 250mm and artery diameter was 5mm. No abnormalities reported in relation to anatomy. No damage noted to packaging. No issues noted when removing the device from the hoop/tray. A 6fr 45cm terumo destination sheath and spider fx guidewire were used. A spider fx was used for embolic protection. The vessel was not pre-dilated. The device did not pass through a previously deployed stent. No resistance encountered when advancing the device. The IFU (instruction for use) was followed during preparation, procedure, post-procedure, without issues. It is reported that during the procedure the tip of the turbohawk device was damaged. The guidewire lumen was not torn or ripped. The tip did not detach. No intervention was required as a result of the event. The device was safely removed from the patient and the procedure was completed with pta. The vessel was post-dilated with nanocross balloon. No health consequences or impact to the patient were reported.